Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following an intraocular lens (iol) implant procedure, the patient experienced visual acuity mysteriously degenerated with no other ocular pathology. The patient also experienced visual disturbances, conjunctivitis, primary stabbing headache, seeing ocular floaters, unable to see the needle clearly, steady decline in vision, and dry eye. Symptomatic posterior capsule opacification (pco) was present. The patient underwent yttrium aluminum garnet capsulotomy for pco. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.